Event description:
The customer reported to the philips response center (rc) that sometimes the device ready for use indicator (rfu) displays red x when the device is powered off and then on. The philips field service engineer (fse) clarified that the customer was reporting that the device had charge/shock failure entries in the device status log and the device was making a chirping noise. There was no patient involvement.